Manufacturer narrative:
(B)(4). Manufacture date: the device was manufactured in 1998. The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device evaluation included functional testing and the device was determined to meet functional performance specification requirements. Visual inspection found no issues. A short simulated therapy was successfully performed. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized prior to, or at the time of death. It was not reported if peritoneal dialysis therapy was ongoing up until the time of death. The cause of death was not reported and it was not reported if an autopsy was performed. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The reported event, the patient death, was on an unknown date sometime in 2014. Should additional relevant information become available, a supplemental report will be submitted.